Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels, ketoacedosis and hospitalization. The patient's blood glucose values increased up to "hi" (= higher than the measurement range of the meter) and he suffered from hyperglycemia symptoms like feeling sick and throwing up. At the hospital, the customer received an insulin infusion. He stayed 1 day in hospital and was released the following day.